Event description:
It was reported that customer experienced a blood glucose level of 34 mg/dl. The customer was hospitalized and admitted to intensive care. It was noted that the customer had skin discoloration on their arm. Customer received glucose infusion, issue was resolved, and no permanent damage was identified. The customer indicated that they were not disconnecting from the pump prior to the fill tubing step. Technical support educated caller on safe tubing fill practices, confirmed pump settings, and advised customer to consult healthcare provider about factors affecting blood glucose. The customer was released from the hospital on (B)(6) 2026.

Manufacturer narrative:
The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.